Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during investigation, the keypad button cover was intact and the contrast button was intermittent during investigation. The keypad cover was removed and contamination was found under all button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.